Event description:
It was reported that the health care professional (hcp) called for review of a electrogram (egm). Technical services reviewed the data and found possible right atrial (ra) loss of capture. Additionally, thresholds are elevated along with ra pacing impedances, however, are within normal range. It was noted there is an ongoing issue with intermittent ra loss of capture. The plan is to have the patient come into the clinic for an evaluation. At this time, the lead remains in service. No adverse patient effects were reported.